Manufacturer narrative:
An event of malposition of device, bradycardia, and heart block were reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the final depth of the valve is 5-6mm and there was calcification seen on the aortic valve leaflets (nc). A slight calcification is visible in the annulus between lc-nc. During procedure, there was a risk of valve prolapse (system lies on a large curvature), an attempt was made to centralize system in the ascending aorta, but valve was unstable, sliding and central position of the system couldn¿t be achieved). An intermediate position between that and the final position couldn¿t be achieved, patient didn¿t tolerate valve repositioning. The physician decided to implant in a deeper position. After the implant procedure, the patient developed a third degree atrioventricular (av) heart block with ventricular rhythm 29 beats/min. Based on the available information, the cause of the reported event appears to be related to procedural conditions, as the final depth of the implant was 5-6mm which is deeper than the optimal 3mm. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve was chosen for a transcatheter aortic valve implantation (tavi) procedure using a small flexnav delivery system. The annular dimensions of the native aortic valve were annulus perimeter 70.4mm, annulus area was 386.05mm^2. During procedure, there was a risk of valve prolapse (system lies on a large curvature), an attempt was made to centralize system in the ascending aorta, but valve was unstable, sliding and central position of the system couldn¿t be achieved). An intermediate position between that and the final position couldn¿t be achieved patient didn¿t tolerate valve repositioning. The physician decided to implant in a deeper position. The navitor was successfully implanted at a final imaplnt depth of 5-6mm. After the implant procedure, the patient developed a third degree atrioventricular (av) heart block with ventricular rhythm 29 beats/min. Patient required a temporary cardiac pacing and scheduled for a urgent permeant pacemaker implantation. The physician confirmed, patient had no conduction disturbances or blocks before the tavi procedure. On 04 january 2024, it was reported that the av block resolved, and patient's rhythm was returned into sinus rhythm. So the patient did not require a pacemaker implantation. The patient was reported stable and discharged.